Event description:
It was reported that the monitor fell off the arm. The power cord and dvi cable were the only things that kept the monitor from hitting the patient in the face.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.